Event description:
Reporter indicated that the serial connector cable for her vns therapy programming handheld "has seem to come loose and is causing her some problems." Good faith attempts to obtain both more info and the serial connector cable for analysis are currently being made.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.